Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a gastrectomy procedure the staples did not come out from the device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. Microscopic evaluation of the anvil buckets noted swipe marks indicating the presents of staples. Upon applying on test media, the staple line was properly formed. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all covidien quality specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during a gastrectomy, the staples did not release from the device. The prodct has not been re-sterilized. There was patient interaction with this device. Surgical time was delayed by more than 30 minutes. The medical team corrected the issue by manually suturing.